Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a right percutaneous nephrolithotomy (r pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions noted in the operative note at the conclusion of the procedure. Post-procedure, the patient had candida urinary tract infection (uti) for not taking voriconazole as instructed. In addition, the patient had covid and acute kidney injury (aki) which were managed with amphotericin b, transfusions, steroids/remdesivir, and hemodialysis. The patient's post-operative admission was extended from eight (8) days to 36 days (pod08 - pod36). Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1310 captures the reportable event of uti. Patient code e1311 captures the reportable event of acute kidney injury (aki). Impact code f12 captures the reportable event of covid. Impact code f2303 captures the reportable event of medication required. Impact code f08 captures the reportable event of prolonged hospitalization. Impact code f23 captures the reportable event of unexpected medical intervention. Impact code f2302 captures the reportable event of blood transfusion.